Event description:
The customer reported that during retrospective review of patient data, ventricular tachycardia was identified; however, the customer stated that they did not hear an alarm for this event. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer reported that the patient has since been discharged. Spacelabs healthcare is working with the customer to gather additional information for investigation. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
A copy of the patient data from clinical access was gathered from the customer site and reviewed by a senior post market surveillance specialist and principal software engineer. In reviewing the event stated by the customer, it was confirmed that the while there were five abnormal beats in a row, the heart rate did not exceed the requirement to trigger the alarm. At this time, there is no evidence of a device malfunction as the alarm thresholds were not met.